Event description:
The ge oec 9800 fluoroscopy system displayed a low ma error.

Manufacturer narrative:
A ge oec service representative investigated the issue and performed a ma null adjust to both high and low ma thresholds. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.